Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had fractured, and it exhibited noise and oversensing with an elevated sensing integrity counter (sic). The physician decided to extract two leads. It was noted that during the extraction of the ra lead, the helix could not be retracted. The ra and rv lead were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted the full lead was returned. The outer insulation has a breached depression at 29.5 cm with blood ingression through out the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the helix of the atrial lead was turned approximately fifteen rotations by using a pinch-on tool, however the helix could not be retracted. The lead was ultimately removed with the helix extended. After explant, the helix could be retracted after several rotations.